Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap on the customer's insulin pump was loose and sticking out from the side of the pump. The patient's blood glucose was normal and didn't require medical treatment. The insulin pump has been out of warranty and no return material authorization was requested; no products were shipped or returned.